Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h approximately one to two minutes after the start of hemodialysis therapy. No alarm was triggered during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection showed the actual sample to be contaminated with blood and disinfection of the device was required prior to evaluation. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the dialyzer header welding seam. A review of the welding parameters used during production of the reported lot were found to be within specification, which indicates that the failure occurred during or after the sterilization process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.